Event description:
It was reported that the customer was hospitalized for low blood glucose levels. Troubleshooting revealed that the customer delivered a large amount of insulin over a three hour period the day prior to being hospitalized. It was also stated that, the customer has attention deficit disorder and does not check his blood glucose levels very often. The customer just boluses, when he feels that his blood glucose levels are high.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.